Event description:
It was reported that about two weeks after implant, the patient returned to the hospital experiencing shortness of breath, chest discomfort and a pericardial effusion. The atrial lead threshold had increased and was high. The right ventricular lead sensing decreased and was low. It was suspected that one of the leads had dislodged and caused the perforation. The physician was unsure which lead was the cause and decided to prophylactically explant and replace both the atrial and right ventricular leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. Event summary analysis: the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).